Event description:
It was reported that a prismaflex set had an external blood leak. The return line was observed to not correctly connect to the thermax consumable line . There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.